Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The patient's nurse reported the cause of the peritonitis to be a bowel obstruction. A batch review was performed for the potentially associated lot numbers (h10i25055, h10h07014, h10k05062). There were no deviations from standard procedure. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received by (B)(6). This is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of bowel obstruction and peritonitis with (B)(6) unknown (fungal) coincident with dianeal pd2 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd2 ambuflex (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer reported the following. On an unreported date in (B)(6) 2011, the patient experienced peritonitis. During a follow-up call with the patient's nurse, the consumer's statement was confirmed. On an unreported date in (B)(6) 2011, the patient was hospitalized for that event. The nurse stated the cause for the peritonitis was a bowel obstruction. Treatment was not reported for those events and at the time of this report, the patient had not recovered from the peritonitis. The outcome for the bowel obstruction was not reported. On an unreported date in 2011, pd therapy was withdrawn and hemodialysis (hd) was initiated. The nurse stated the peritonitis was not related to pd therapy and did not comment on the bowel obstruction.